Event description:
During an unspecified procedure, the tip of the wire fractured. The lesion being treated was moderately calcified and tortuous om. The physician was attempting to feed the pt2 moderate support guide down to the om branch, however, the wire got caught in a dissection flap. The physician noted that the wire was spinning as he was trying to maneuver. The physician then removed the wire and noticed the tip had separated and was left in the body. Pictures were taken and the blood flow looked ok. The tip of the guide wire was left in the patient. The procedure was not completed due to this event. The procedure was not completed due to this event. The patient expired 3 days after this procedure, however, it was reported that the death was not cardiac related.